Manufacturer narrative:
Product analysis: device was returned in a biohazard pouch. The device was in its hoop, and no device packaging was returned. The device size was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the admiral balloon catheter was found with packaging issues, specifically that the inner sterile pouch was unsealed and not properly closed, while the outer packaging remained intact and sealed. The event occurred during preparation for a procedure to treat a 70% stenosis due to plaque in the mid right superficial femoral artery. The issue with the inner packaging was identified during prep. A new balloon catheter was used to complete the procedure. No patient complications have been reported as a result of this event.